Event description:
System will not boot all the way up. Red light on screen. Subtle beeping noise coming from the cabinet.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. A globus field service engineer visited the customer location and was able to confirm the reported issue in this complaint. The fse replaced the computer. Computer was returned to globus medical and was evaluated by engineering. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.